Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws properly and the clip was not formed as intended. The device was used on the blood vessel and the cystic duct. No clips fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please clarify: the clip was not fed into the jaws properly? ---the clip could not set into the jaw as usual. Do you know the shape of the clip? ---scissoring. At what firing did this occur? ---the information was not provided from the hospital. Was there any torquing or twisting when firing the device? ---no. Were there any unusual noises heard? ---no. Was there any tissue damage when the clip was placed on the cystic duct? ---no. Fu with affiliate indicated the clip fed slower into the jaw.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.